Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during usage of the tibial stylus for the preparation of the tibial cut, the stylus was a bit stiff during seating into the tibial cut block. It did seat eventually and surgery continued. After the tibial cut was performed, the surgeon visually spotted a loose ball bearing which he removed from the pt's knee. It was deduced that the ball bearing had sheared off the tibial stylus locking mechanism while it was being fixed onto the tibial cut block.